Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v616902, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v616902, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the lead was broken. The stimulator was replaced proactively when the lead was replaced.

Event description:
It was reported that the patient experienced a loss of efficacy. It was noted that the outcome was resolved with sequelae on (B)(6) 2013. It was noted that there was surgical revision of the stimulator and lead. It was noted that interventions included reprogramming and the lead and implantable neurostimulator (ins) were replaced. Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v616902, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v616902, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# v616902, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the lead found that the lead body conductor was broken at or near tines. It was noted that the number 3 conductor was broken 5.6 cm from the distal end. It was noted that circuit #3 was open. It was noted that there was no short between the circuits.

Event description:
Additional information received reported that there was painful stimulation, bed wetting, and impedances greater than 4000. It was noted that there was a loss of efficacy. It was noted that there was no patient death or injury. It was noted that the patient recovered without sequela.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the outcome was resolved without sequelae. Signs and symptoms include loss of efficacy, bed wetting, and impedance greater than 4,000 ohms. The patient had a loss of bladder control day and night with shooting pain in his right foot. When she laid on her right side, the pain went down right leg and foot when legs were crossed. The patient had some burning pain in upper right buttock and mild fecal incontinence.